Event description:
It was reported that during a percutaneous coronary intervention procedure, a foreign body was found in the tubing. This advantage balloon catheter inflation device was selected; however, during the procedure the physician notice a foreign body in the tubing making its way down towards the patient. The physician immediately detached the inflated unit and examined the foreign body, it was noted to be "rather large in size". It was further reported that the foreign body was of plastic origin. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a foreign body was found in the tubing. This advantage balloon catheter inflation device was selected; however, during the procedure the physician notice a foreign body in the tubing making its way down towards the patient. The physician immediately detached the inflated unit and examined the foreign body, it was noted to be "rather large in size". It was further reported that the foreign body was of plastic origin. The procedure was completed with another of the same device. No patient complications were reported

Manufacturer narrative:
Device evaluated by manufacturer: examination of the complaint device revealed that the y-adaptor was coated in blood. The encore device which was used during the procedure was not returned to the investigation site for product analysis. A homeostasis and leak test were performed and the device met specification. The foreign matter was attached to the back of the tyvek with tape. The foreign matter appeared to be a plastic or rubber substance and appeared to be white to cream in color. Testing was performed by an external laboratory (intertek) and it was confirmed that the foreign substance is either a hydrocarbon or natural rubber elastomer and white to cream in color. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).